Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia. The patient did receive medical intervention and was hospitalized on (B)(6) 2022 and has been hospitalized four times. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.